Manufacturer narrative:
Conclusion: the complaint can be verified. Result main findings: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. Consumables n/a.

Event description:
Patient reported falling out of the tree onto the infusion device. Patient stated, the infusion device displayed an error 7. Preliminary evaluation on (B)(6) 2013 detected that the vibration alarm is not working; in the history are several e7002. Patient did not complain about missing vibration alarm. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.